Manufacturer narrative:
Initial reporter phone # (B)(6). H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was unable to deliver insulin/ medication (reuse). The following was translated from chinese to english: the patient reported that user inserted the needle for the first time without adjusting the dosage, so user pulled it out without injection. When confirming the dosage again, the needle became blocked, so it was analyzed that the needle was not replaced, resulting in dander blocking the needle.